Manufacturer narrative:
Other text: corrected data: b1 and h1, corrected data: corrected data: b1-death and h1-type of reportable event.

Event description:
Information received a smiths medical endotracheal tube malfunctioned. The report indicated the patient was intubated using a video laryngoscope. After a few minutes end-tidal co2 dropped . It was noted that the plastic adaptor came separated from the endotracheal tube. The et tube was exchanged by using the bougie. Confirmation was done performing auscultation with stethoscope and continuous end tidal waveform.